Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 24.8 mmol/l. The customer stats coming home after work and her blood glucose levels being 24.8 mmol/l. The customer states changing 2 sets of her quick-set this morning and wants them replace. The customer declined to trouble shoot and mentions the pump was fine and just wants the replacements. The customer mentions one set was not installed properly and the other was occluded. No further details are given.